Event description:
It was reported that "deformation was observed on the connector of tubing on patient side".

Manufacturer narrative:
Evaluation summary: customer report was confirmed. The rotate of the rotate connector was deformed. The stress mark was found on the rotate connector.

Manufacturer narrative:
Expiration date 04-2011.